Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 38 x 3.00 promus premier¿ drug-eluting stent, it was noted that a stent strut was in the form of a "spicula". The device never entered the patient's body. No patient complications were reported and the patient was in perfect heath.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The maximum crimped stent profile measurement at the time of manufacture was measured and is within specification. A visual and microscopic examination of the tip found no damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 38 x 3.00 promus premier¿ drug-eluting stent, it was noted that a stent strut was in the form of a "spicula". The device never entered the patient's body. No patient complications were reported and the patient was in perfect heath.